Event description:
It was reported that the patient underwent an unknown surgical procedure on an unknown date and topical skin adhesive was used. When the physician crushed the ampoule, a shard penetration occurred. There were no adverse consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch hkb960, mfg date: 9/8/2014, exp date: 8/31/2016. Batch hhp732, mfg date: unk, exp date: unk. In addition, a review of the batch manufacturing records for the possible batch number hkb960 was conducted and the batch met all finished goods release criteria. Conclusion: representative samples were returned for evaluation. Visual inspection of the samples shows that the packages are closed and sealed. Visual examination of the applicators shows that the ampoules are sealed and contained inside the bulb. The samples do not show any piercing through which a glass shard protruded in the applicator bulb. No damages, anomalies or defects are observed.